Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (as low as 40 mg/dl) and carbohydrates were consumed to address the bg. Occasionally, the customer required assistance in retrieving the carbohydrates and on one occasion, the customer passed out and hit her head. The customer thought the pump settings needed to be adjusted and was the suspected cause of the low bg. Tandem technical support advised the customer to discuss the low bg events with a healthcare provider.